Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: incidental findings: partially depleted 12v power module backup battery. The reported event of damage to power module housing was able to be confirmed via evaluation of the returned power module. The returned power module, serial number (B)(6), was visually inspected at the service depot, where damage to the top and bottom housing and handle overlay was observed. The unit was able to pass functional testing with a test 12v power module backup battery with no issues. The power module housing was replaced, and the unit returned to the customer for further use. The provided information indicated no alarms were associated with the damage. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2015. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 instructions for use, section 3, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module (pm) had a cracked case. The customer wanted to send the pm for repair. There was no damage reported to the battery compartment of the pm and no associated alarms.